Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: a product development evaluation was performed for the subject device. The complaint screw features a comparable deformation of the screw tip. The returned screw has a dull tip. The deformation of the tip starts at a comparable distance right before the end of the thread. No bent tip could be detected. The screw head was investigated for improper screw handling. The screw head does not show any scratches or deformed edges as would be present due to the pick up or excessive tensioning. The root cause of the failure cannot be determined. According to the technical guide depuy synthes recommends pre-drilling in dense bone before inserting the matrixneuro screw. No product fault could be found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: subject device has been received and is currently in the evaluation process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows:the surgeon was unable to insert the reported three screws into the bone during the surgery on (B)(6) 2015. The surgeon was able to insert other screws without any problem. There was no harm to the patient. The surgery was complete with a delay, but the specific length of the delay is unknown. This report is 1 of 3 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information unavailable. Device history records was conducted. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.